Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The caller stated that her legs felt really high when she was laying down. The caller stated that she tried adaptive stimulation and did not like it at all. The caller stated she preferred having control of turning the stimulation up or down herself. The caller stated she would just all of a sudden get a surge. The caller stated last night her legs were surging, and there was surging off and on. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two neurostimulators, one for degenerative disc disease and spinal pain, and the other for degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that the patient¿s device was suddenly just turning up four to five times worse than she ever has it and it makes her fall. It was noted that the patient had a heart condition. The patient had an appointment at the pain clinic and wanted a manufacturer representative (rep) there. Troubleshooting could not be done as the patient did not have her patient programmer during the call with the manufacturer on (B)(6) 2017. It was noted that the patient moved and needed a new managing healthcare professional. It was noted that this was a sudden change in therapy/symptoms that began in (B)(6) of 2017. Refer to MFR report #3004209178-2017-09860 for the report of this event for the patient's other neurostimulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the manufacturer¿s patient services representative helped the patient turn off adaptive stimulation because of an adaptive stimulation issue. The patient was redirected to the hcp to reprogram adaptive stimulation.